Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.

Event description:
It was reported that a button on the infusion device was defective. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.